Manufacturer narrative:
(B)(4). This report of peritonitis is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of malfunctions, use errors or other issues that might have caused potential contamination.

Manufacturer narrative:
(B)(4). This is report 3 of 3. This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot numbers h11l02025 and h12b28037 (product code 5c4482), and h12c30049 and h12h31095 (product code 5c4483) with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be submitted if additional information becomes available.

Event description:
On (B)(6) 2012, a nurse contacted baxter technical service (bts) regarding and unrelated issue. During the conversation, the nurse reported the patient was just in the hospital and now was going to a nursing home. On (B)(6) 2012, baxter product surveillance contacted the peritoneal dialysis (pd) nurse regarding the hospitalization. The following information was reported. The patient had been hospitalized with peritonitis. The pd nurse stated the peritonitis was unrelated to baxter products. The following additional information was received from baxter global pharmacovigilance. On (B)(6) 2012, the pd nurse contacted baxter customer services and reported the following information. On an unreported date, the patient experienced a break in aseptic technique described as made a mistake and touch contamination. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was made a mistake and touch contamination. Treatment was not reported. On an unknown date, the patient was discharged from the hospital. Pd therapy was ongoing. The patient was recovering from the event. The pd nurse stated the peritonitis was unrelated to dianeal therapy. On (B)(6) 2012, baxter global pharmacovigilance received the following additional information from the pd nurse. The nurse confirmed the patient experienced peritonitis, but stated the cause of the peritonitis was unknown (previously reported as a break in aseptic technique). Since the cause of peritonitis was unknown, retraining on proper aseptic technique was not performed. The nurse confirmed the patient was hospitalized from (B)(6) 2012 for the event. Treatment was unknown. On (B)(6) 2012, the patient was transferred to a nursing home. The patient was recovering from the event and pd therapy was ongoing. The event of peritonitis was unrelated to any baxter solutions, devices or disposable parts. The nurse declined to provide further information and does not want to be contacted further regarding this event.